Manufacturer narrative:
One device received at investigation site with the case cracked underneath the battery compartment and the battery cap showed corrosion and is worn. The root cause is related to impact to device by customer. Replaced all damaged components and the device passed all functional testing. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. D5 and e4 are unknown. No information has been received to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a broken battery compartment and cracked case. No patient injury was reported.